Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was not able to resolve the issue. He was advised to remove the battery for 2 hours and call back if the display does not return when reinserting the battery. The device will not be returned for analysis.